Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with low heart rate. Upon interrogation, the right ventricular lead failed to capture due to increased threshold. Programming changes were made and the issue was resolved. Patient was stable and will continue to be monitored.